Manufacturer narrative:
Upon further evaluation of the device, service confirmed the customer¿s reported leak, due to perforations and dented universal cord. Service also found the connecting tube was corrugated [wrinkled]. The angulation in the up direction was out of specification due to wear of the angle wire. The gap on the angulation control lever was out of specification due to wear of the angle wire. The bending tube was dented, the electrical connector was corroded, the distal end cover was broken, and the objective lens was dirty. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified diagnostic procedure, a leak was observed from the universal cord. A similar device was used to complete the procedure with no delay. There was no injury to the patient due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the coating on the connecting tube was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeled off].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress, chemical stress and/or the storage environment caused the peeling. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿. ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿. ¿reprocessing manual_ general policy precautions warning: this instrument is not durable or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use and use under responsibility of a physician. Do not use if any abnormality is found.¿. ¿storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk.¿. Olympus will continue to monitor field performance for this device.